Manufacturer narrative:
(B)(4).

Event description:
Physician inserted introducer needle into right jugular vein. When he aspirated, he noted "air sucking into the needle hub". It was reported there was a crack in the needle hub. A new needle was obtained and the catheter was inserted without any issues.no patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle and a lidstock for analysis. Signs of use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the introducer needle hub was severely cracked. The needle length measured 68.5mm which is within the specification limits of 67.49mm-69.27mm. The cannula outer diameter measured .0500" which is within the specification limits of .0495"-.0505" per the cannula graphic. The cannula inner diameter at the distal and proximal ends measured .041" which is within the specification limits of .041"-.043" per the cannula graphic. The returned ars syringe was filled with water and attached to the introducer needle. The plunger was flushed, and water was observed leaking out of the cracks in the hub. Performed per IFU statement "insert introducer needle with attached arrow raulerson syringe into vein and aspirate". The hub of the needle was tested with the male luer gage and was not within the specified range due to the damage. A device history record review was performed, and no relevant findings were identified. The reported complaint of a cracked needle hub was confirmed by complaint investigation on the returned sample and the customer photos. Visual analysis revealed that the returned introducer needle hub was cracked. A device history record review was performed, and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician inserted introducer needle into right jugular vein. When he aspirated, he noted "air sucking into the needle hub". It was reported there was a crack in the needle hub. A new needle was obtained and the catheter was inserted without any issues. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. A single large crack was observed in the needle hub. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the customer supplied photos. The needle hub contained one large crack. A device history record review was performed with no relevant findings. Based on the photo received, design caused or contributed to this event. A CAPA has been previously initiated to further investigate this issue.

Event description:
Physician inserted introducer needle into right jugular vein. When he aspirated, he noted "air sucking into the needle hub". It was reported there was a crack in the needle hub. A new needle was obtained and the catheter was inserted without any issues. No patient harm reported. The patient's condition is reported as fine.